Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "swg would not advance pass the needle as it kinked while being inserted through the needle." No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "swg would not advance pass the needle as it kinked while being inserted through the needle." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.